Event description:
Caller reported damage to tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the damaged charging supplies through 2-day shipping.